Manufacturer narrative:
The device history record (DHR) associated with part# cfd-22202/lot # 342993 was reviewed and no anomalies were identified during the manufacturing process that would contribute to this type of failure. The device in question was not returned to microaire for evaluation. Evaluation of the complaint product would have provided detailed information regarding whether tines on the device were damaged/broken and if that contributed to the end-user's inability to engage soft tissue with the implant. Potential causes of this failure mode include, off-axis insertion, or improper patient/implant selection. A review of the complaint history for part# cfd-22202/lot# 342993 has revealed one (1) other complaint against this lot; however, it was unrelated to failure the mode presented in the subject complaint. A review of the device history for part# cfd-22202 has revealed that this product is performing as expected with regard to this failure mode.

Event description:
It was reported that during a hairline lowering surgery, endotine implants were inserted into the patient's skull without any issue; however, they would not successfully latch on to the patient's scalp skin (galeal flap) to complete the hairline lowering. There was no patient injury. The procedure was extended by one hour.